Manufacturer narrative:
The customer informed the siemens customer care center that the operator had not completely raised the instrument lid, which had caused it to lower onto the operator's head. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The lid of dimension vista 500 instrument made contact with an operator's head while she was cleaning the aliquot drain. The lid was not completely raised when the incident occurred. No medical intervention or treatment was required.